Manufacturer narrative:
The ge service rep reseated the sbc but the system still failed. He reseated the display controller pcb and the system booted normally. He also checked resolution and kv tracking. He then removed/replaced parts in accordance with all applicable esd regulations and procedures. The system performed as intended.

Event description:
The customer reported that the monitor was going black.